Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate.

Event description:
Note: this report pertains to one of three alliance ii inflation syringes used in the same patient and procedure. It was reported to boston scientific corporation that an alliance ii inflation syringe was attempted to be used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the gauge on the alliance ii inflation syringe would not work. It was reported that the balloon attached was able to be inflated however, the needle on the gauge would move when the syringe was activated but eventually, the gauge needle would fall back to zero. Three alliance ii inflation syringes were opened and attempted to be used and had the same gauge problem. The procedure was completed with a fourth alliance ii inflation syringe. There were no patient complications reported as a result of this event.